Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the power conversion enclosure failed the supplier's functional test; the transistor was found to be defective. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative tested the imaging system onsite and confirmed that there was a faulty power conversion enclosure assembly. The power conversion enclosure assembly was replaced that the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part was returned to the manufacturer for evaluation, however, results are unavailable at this time.

Event description:
A medtronic representative reported that outside of a procedure, while examining the system for a separate issue, when the imaging system was disconnected from the umbilical cable and powered off, the image acquisition system (ias) appeared to still be powered on. There was no patient present when this issue was identified.